Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 3.0 x 8 mm xience v stent was deployed in the proximal left anterior descending (lad). There were no product or pt issues noted at the time of the index procedure. However, in 2009, the pt returned with effort angina (recent onset exertional chest discomfort). Diagnostic coronary angiography was performed and reportedly intervention was performed to prevent permanent impairment/damage. However, it is unk what treated or what the treatment was for the pt effect. Although, it was not reported to be restenosis, this event will be conservatively considered to be restenosis treated with percutaneous coronary intervention (pci). No additional event or pt info is available.